Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was over 350mg/dl. The customer's most current level was 376mg/dl. The customer states they treated the highs by going to the sliding scale. Troubleshoot was conducted. The customer declined to conduct testing due to feeling tired and wanting to rest. The customer was advised to call back at a convenient time in order to finish troubleshooting the device.